Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, customer planned to reset pump after returning home when charging cable became available, and customer was advised to call back if malfunction recurred.